Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiac operation on (B)(6) 2019 and a suture was used. It was reported that during surgery pull off suture needle occurred. A like device was used to complete surgery. There were no adverse patient consequences reported. No additional information was provided.